Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly g4,g7,h1,h2,h3 and h6. After the procedure, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was expanded above the artery and ¿the skin was inflated.¿. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open as received. It was reported that ¿the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was expanded above the artery.¿ however, the sealant, advancer tube and sealant sleeve were observed to have remained in the manufacturing position upon receipt, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. The syringe and procedural sheath were not returned with the device. Per functional analysis, the shuttle down procedure was simulated, and the advancer tube was found properly engaged to the proximal tamp lock as intended per the mynxgrip instructions for use (IFU). No functional non-conformity was observed on the returned device. A product history record (phr) review of lot f1906004 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ and ¿ skin swelling¿ were not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. The returned device performed as intended per the mynx instructions for use (IFU). According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A review of the manufacturing documentation associated with this lot # f1906004 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After the procedure, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) was expanded above the artery and ¿the skin was inflated.¿ the device is expected to be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly d8,d9,g4,g7,h1,h2,h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.